Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) review of quality records. Associated devices: 1342t/52 (B)(4), 1346t/58 (B)(4), 7120q/65 (B)(4), (B)(4).

Event description:
It was reported that the patient developed an infection.